Event description:
N/a.

Manufacturer narrative:
Investigation summary: complaint involves use of an express mini 500 (p/n 16400) in an outpatient setting, in which the patient called for support with questions about emptying the drain. In these cases, the drain is set up on a patient by a clinician and then that patient is sent home with the drain where they are then responsible for its use and interpretation. This puts the responsibility of using the drain on a person who is not necessarily a trained medical professional with any knowledge of how to use and interpret the device. Device queries: the users sometimes call getinge with questions about the use and interpretation of the drain. These queries stem from the users' inexperience and lack of training with the device. The IFU states that the express mini 500 is restricted for use by trained healthcare providers familiar with cardiothoracic surgical procedures and techniques, including the use of chest drains. In addition, the IFU states that "the express mini 500 is restricted for use in a healthcare facility. The express mini 500 should not be used for outpatient drainage." This type of complaint has been thoroughly investigated and is known to be cause by user error so further DHR review is not required to understand the issue. The IFU provides adequate instructions for the setup and use of the drain, as well as instructions about the intended users and environments. Outpatient use complaints of express mini 500 devices are confirmed. Device nonconformances of outpatient issues are not confirmed. The root cause of outpatient use complaints of express mini 500 complaints is user error.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Call center receives a call from the husband of a patient who was discharged home earlier in the day. He called for support with his wife's atrium express mini at home. No patient harm or injury noted. The caller had questions about how to empty the drain. He was reviewing the process if it needed to be done before her follow up appointment. We reviewed the use of the syringe and sampling port as he had been instructed by the nurse practitioner at discharge.